Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. (B)(6) 2020.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an ipg explant procedure.